Manufacturer narrative:
The pump all operating currents are within specification. No unexpected blank display noted. The pump passed displacement test, rewind, and basic occlusion test. The pump was received with motor error alarm stuck in bolus delivery loop. The motor passed motor test. The motor may have had an intermittent failure not detected during our testing. The motor was received with scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a blank display and motor error. The blood glucose at the time of the incident was 128 mg/dl. She states the customer had a problem with the motor error alarm. The customer did a complete set change and it erased the date went back to 2006. The pump went completely blank. Troubleshooting was performed and the display did return. However there was no resolution to the motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.